Event description:
A cartridge alarm, identified as alarm 30, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed consecutive cartridge alarms and decided to replace the customer's pump. The customer agreed to use the current pump as backup and was informed about receiving a replacement pump with updated software. Instructions were provided for storing and returning the problematic pump, and the customer was advised to set up the new pump upon receipt.